Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon removal of the sensor pod, the sensor wire became detached and remained inserted in the abdomen. Patient reported discomfort at the site of sensor insertion. At the time of contact patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).